Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic that the customer had unexplained no delivery alarms from their insulin pump. The customer's blood glucose levels were not provided. The customer stated that they had a battery that lasted less than a week and stated that the device took longer than normal to rewind. The customer did not return the product for analysis.